Manufacturer narrative:
Product analysis #807247046:analysis information -- 2024-06-26 13:49:50 cst pli# 10 product ID# (B)(4) h3: analysis found no non-conformances with the lead. The returned lead was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The lead passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that during the trial the patient got no pain reduction, there was no issue. Trial was negative. The lead was removed per normal process of the therapy.

Manufacturer narrative:
B5. Correction: included previous omitted information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2. Foreign: germany medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that the tip of the lead could not be moved left or right. Another lead was used and it could be moved left/right as normal; the issue was resolved. Additional information received from a manufacturer representative. It was reported that the cause of the inability to steer the lead was not determined, and the lead did not have to be re-tunneled. Additional information was received. It was reported that while trying to place the lead it was not possible to place it, so the "surgical intervention" was in the same procedure- replacement of the lead.